Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) detected supra ventricular tachycardia (svt), but is suspected that the rhythm was actually ventricular tachycardia (vt). The device remains in use. No patient complications have been reported as a result of this event.